Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units battery is not charging. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,e2,e3,g2,g3,g6,h2,h10,h11.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10 additional information: 6008 a getinge field service engineer (fse) contacted the customer and advise them to pull out the console and push it back, then everything works as per normal, then unit was returned back to service. Fse re-attended the site to collect error logs as per getinge factory recommendations. H3 other text : issue was addressed on call.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units battery is not charging. There was no patient harm reported.